Manufacturer narrative:
The end user biomed confirmed an error via log review. The unit was rebooted and the issue was not confirmed or replicated. Unit placed back into service. No patient information to date after calls to customer on (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. The end user biomed confirmed an error via log review. The unit was rebooted and the issue was not confirmed or replicated. Unit placed back into service. No patient information to date after calls to customer on (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a system shutdown error resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed.